Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware that on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. After wearing the sensor for 7 days, the patient removed the sensor and noticed that a small portion of the wire was under the skin and was able to see a tiny tip of it. The patient went to the emergency room (ER) on (B)(6) 2017 and the doctor made a small incision as an attempt to remove the sensor wire but was unsuccessful. It was indicated that the doctor refused to proceed with the removal and advised the patient to contact an endocrinologist. At the time of contact, the patient was doing okay but stated that they believe the sensor wire is still embedded in the skin. No additional patient or event information is available. Data was provided for evaluation. The reported event could not be determined. A root cause could not be determined.